Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was malfunctioning. They had inserted new batteries and the insulin pump would show a full battery but 20 minutes later it would show there is only 30 minutes battery left and replace now. The customer's blood glucose level during the incident was 238 mg/dl. The alarm history was reviewed and it was noted that the customer received a low battery alert prior to the replace battery now alarm. The timing was less than 10 hours from the low battery alert to the replace battery now alarm. This was the second occurrence of replace battery now in less than 10 hours after the low battery warning. The customer stated that the battery cap was not lose, cracked, or damaged. The device will be returned for analysis.

Manufacturer narrative:
The customer mother called stating the insulin pump is working, it's the type of battery that the customer uses.